Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a right-sided dual chamber ICD implant procedure, the pacing lead impedance was found to be low on the rv lead. The cables were disconnected and reconnected to the lead and it was re-tested with the same results. The physician replaced and implanted another lead with normal pacing impedance measurements and no complications. The procedure was completed with patient in stable condition.